Event description:
It was reported during a treatment procedure, a balloon tip became stuck to a wire and balloon rupture occurred. Vascular access was gained via the femoral artery. The 100% stenosed and 80mm long target lesion was located in the iliac artery with a reference vessel diameter of 7mm. The physician advanced a .035mm non bsc guide wire that went into the subintima, the offroad re-entry device was selected and advanced over the .035mm non bsc guide wire. The balloon was inflated to 2 atm, the physician tried to move the non bsc guide wire; however, the balloon became stuck to the wire and didn¿t give the conical shape as expected. The balloon was inflated to 3.2 atm when the balloon ruptured inside the vessel. The balloon was removed without leaving any pieces within the patient. The patient went into surgery. No patient complications were reported. The procedure was not completed due to this event.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).